Event description:
This lead was explanted due to high ventricular threshold. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to tensile forces, presumably during the surgery. Further analysis revealed that the distal part of the lead was partly pulled out of the ring electrode. Deformations of the fixation helix and of the outer conductor coil were found. Cuttings in the insulation were observed. These damages occurred most likely during the explantation procedure. Blood penetrated the lead. In summary, the lead¿s distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.